Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. (B)(6)

Event description:
Information was received based on review of an article titled, "one-year follow-up of the g7 acetabular component performance" which aimed to evaluate the performance of the g7 prosthesis at one-year follow-up. One case experienced prolonged drainage, not due to infection. Patient underwent revision. No further information has been provided.